Manufacturer narrative:
The estradiol reagent lot number was 791017. The reagent expiration date was requested, but not provided. The field service engineer determined that the degasser trap was compacted and there was a damaged measuring cell nozzle. The degasser trap and nozzle were replaced. The issue was resolved after these actions. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys estradiol iii on a cobas e 801 analytical unit. The first sample initially resulted in an estradiol value of < 5.00 ng/l. The sample was repeated twice, resulting in values of 13.4 ng/l and 15.7 ng/l. The second sample initially resulted in an estradiol value of < 5.00 ng/l on (B)(6) 2024. The sample was repeated on (B)(6) 2024, resulting in a value of 42.2 ng/l.